Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). (B)(4).

Event description:
It was reported that during a percutaneous translumial angioplasty treatment procedure a shaft fracture occurred. The target lesion was located in the superficial femoral artery (sfa). A 20mm x 3.00mm nc quantum apex balloon catheter was used to treat the target lesion. Upon withdrawal the shaft of the balloon catheter stretched and then fractured in the patient's leg. They "retrieved the distal portion of the shaft still intact to the wire". The procedure was successfully completed with this device. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: received product consisted of an nc quantum apex balloon catheter inside the product pouch and within the product carton. Visual and microscopic analysis of the returned device revealed the device was received with the distal outer detached/separated 121.5cm from the distal edge of the strain relief. Microscopic inspection revealed that the midshaft was excessively stretched and torn. The torn portion of the midshaft measured 6.5mm in length extending proximally from the guidewire exit notch. The tip of the device is crushed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. However, the most probable root cause was determined to be user related as the device was reportedly used in the sfa; the nc quantum apex instructions for use states "the nc quantum apex dilatation catheters are indicated for the balloon catheter dilatation of the stenotic portion of a native coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion." (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a shaft fracture occurred. The target lesion was located in the superficial femoral artery (sfa). A 20mm x 3.00mm nc quantum apex balloon catheter was used to treat the target lesion. Upon withdrawal the shaft of the balloon catheter stretched and then fractured in the patient's leg. They "retrieved the distal portion of the shaft still intact to the wire". The procedure was successfully completed with this device. No further complications were reported and the patient's status is fine.